Manufacturer narrative:
Findings: unit received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Unable to verify unit vibrating due to blank display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 215mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture. Customer states that the insulin pump has been vibrating without any alarm and the display went blank immediately after the insulin pump been exposed to moisture. The customer was advised to discontinue use of the insulin pump a replacement will be sent and to revert to the back-up plan. The insulin pump will be returned for analysis.